Event description:
The contralateral pullwire caught on the graft material and pushed the contralateral attachment system up. A snare catheter was used to reposition the contralateral limb. A wallstent was placed inside the contralateral limb.